Manufacturer narrative:
(B)(6). The pump was returned to animas for investigation. The meter remote was requested but not returned with the pump. Animas conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Evaluation of the pump history indicates that the daily insulin delivery totals correctly reflect the user's programmed basal rates. The delivery history revealed that the last bolus delivery was on (B)(6) 2011 at 8:02 pm; 4.0 units were programmed as a normal bolus and 4.0 units delivered. All bolus deliveries on (B)(6) 2011 were programmed via the pump and not the meter remote. No alarms or pump conditions indicating a malfunction were recorded in the pump. The pump was exercised for 29 hours; the pump accurately delivered 2.00 units/hour without any issues or alarms. During testing, the pump successfully completed a flow test for accuracy. No defects or malfunctions were found during the investigation.

Event description:
A family member reported that the patient was hospitalized for severe hyperglycemia (1800 mg/dl) and loss of consciousness. A family member reported that she found him in an unconscious state on (B)(6) 2011 around 8:00 am; she said that he was taken by ambulance to the hospital where he remained in a coma for (B)(6). She reported that she was told that the patient experienced permanent brain damage and currently suffers short term memory loss and severe muscle weakness. The family member stated that she spoke with him on (B)(6) 2011 around midnight; she was unaware of his blood glucose level at that time. She reported that he had been vomiting several days prior to the event but that this condition was not unusual as he was affected by severe gastroparesis. Animas medical records for the patient confirm that he was diagnosed with gastroparesis as well as neuropathy, retinopathy, and nephropathy. Records reveal that he had a history of diabetic ketoacidosis as well as episodes of severe hypoglycemia. He was diagnosed with type 1 diabetes in 1979 when he was (B)(6). This complaint is being reported because the patient experienced severe hyperglycemia while using an animas pump. At this time there is no information to indicate that use error may have caused or contributed to the adverse event, the possibility cannot be ruled out. If additional information is obtained, a supplemental report will be submitted.